Event description:
Pt self tester reported lot to lot variability between two lots of inratio strips. Date: (B)(6) 2014, inratio ((B)(4)): 2.5,3.0, inratio ((B)(4)): 2.6. Time between first and third test: < 5 minutes. Therapeutic range: 3.0-4.0.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for lot # 352444 did not uncover any non-conformances. Lot meets release specification. A review of the manufacturer record for lot # 350587 did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the info provided by the customer. Based on info available, there is no indication of a product deficiency. No corrective action is required at this time.